Manufacturer narrative:
The reported events of unacceptable threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. X-ray examination did not find any indication of conductor fractures. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead had high capture threshold measurements and high impedance measurements. The physician attempted several times but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.